Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation unit gave a flashing medtronic logo. No flashing white display noted. Unable to test for unresponsive keypad due to display anomaly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, no moisture damage was noted to electronic stack. Isolate to electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer's allegations of flashing white display and unresponsive keypad were not confirmed when unit powered on with flashing medtronic logo instead of flashing white display, and therefore was unable to test for any keypad anomalies. However, customer allegations with flashing medtronic logo was confirmed when unit powered on with flashing medtronic logo. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was flashing the medtronic logo and did not take any commands. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing a solid white display. Troubleshooting was partially performed for the keypad anomaly, and the customer stated that the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.